Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
They report that during the manufacturing process they found 2 pieces of antiseptic solution with hair inside the package.

Manufacturer narrative:
The failure mode of foreign matter (hair) was confirmed by the picture provided for analysis. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Follow up emdr pr (B)(4).

Event description:
They report that during the manufacturing process they found 2 pieces of antiseptic solution with hair inside the package.